Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the laser was not firing intermittently. Additional information has been received stating that the event occurred during the procedure. When the staff wiggled the cable the laser would work. The procedure was completed with no harm to the patient.